Event description:
It was reported that there was an introduction of a 7mm balloon in the proximal end of a stent. Dilatation was performed. On the checkup picture by manual injection via the left groin, a stenosis was pictured distal from iliac bifurcation. Retrograde contrast proximally due to clearly increased blood pressure was not possible. Thereupon, there was an introduction of a 5mm balloon into the external iliac artery and dilatation of the second stenosis. During the retraction of the catheter, there was slight resistance. When it was pulled out, only the shaft of the catheter could be recovered, the balloon remained completely in the patient. On the x-rays, the balloon could be recognized far distal into the pelvis. With the positioned v 18 wire, the sheath was carefully recovered with the balloon inside, so that the foreign object could be removed completely.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. As received, there was an ultraverse catheter with the balloon separated from the distal portion of the shaft. The balloon was lodged inside an introducer of unk origin, with approximately 6mm of the distal tip of the balloon protruding from the introducer sheath. The separated shaft was 117cm form the distal end of the bifurcate. The distal end of the shaft was severely necked down for the last 5mm, indicating it was placed under tensile stress. The balloon was removed distally from the introducer. The balloon had a nice, tight, wrapped profile with irregular bulges or bumps. The separated section was just proximal to the proximal bond of the balloon. The entire balloon bond was intact. The separation occurred entirely in the dual lumen shaft. The result of the investigation was confirmed, and the root cause is unk. It should be noted that this procedure involved a stent. It is unk if the stent was a contributing factor to this event. The IFU (information for use) for this device states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.